Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for thyrotropin (tsh). The sample initially resulted as 44.14 uiu/ml accompanied by a data flag on a different e module analyzer. The sample was repeated on the analyzer in question and resulted as 17.55 uiu/ml. The 17.55 uiu/ml value was reported outside of the laboratory. The sample was repeated a second time on a different analyzer and resulted as 43.73 uiu/ml. The initial result of 44.14 uiu/ml was believed to be correct. It was asked, but the customer could not provide any information on whether the patient had been adversely affected. No adverse events were alleged. The tsh reagent lot number was 17448201 with an expiration date of 06/30/2014. The field service representative could not determine a cause. He ran performance tests, calibration, and quality controls. He observed that the humidity in the environment was below the manufacturer specified operating humidity range. He observed that the analyzer was performing within specifications. All system checks were successful. The customer ran quality controls and all were ok.

Manufacturer narrative:
A specific root cause could not be determined. The most likely reason for the lower tsh result is a liquid level detection issue due to a low laboratory humidity level. Low humidity may lead to premature liquid level detection causing less sample to be aspirated.